Event description:
The manufacturer received a report that a trilogy evo ventilator displayed a "ventilator service required" alarm. The patient reported the alarm occurrence, and review of the device alarm/event logs confirmed that the alarm occurred at approximately 14:30. A sales representative visited the patient's residence and replaced the device with another trilogy evo ventilator. Review of the alarm history confirmed the reported alarm condition. It was further reported that the "ventilator service required" alarm had occurred multiple times per month. Follow-up with the patient's family regarding device usage indicated that the ventilator was frequently placed in standby mode. Additionally, it was reported that the frequency of alarm occurrences had increased following a recent software update; no similar alarms had been observed with the previous software version. The device was returned to the manufacturer for investigation. During an operational check, the reported issue was confirmed. The device error log was downloaded and reviewed. Analysis identified a "ventilator service required" error generated when the device software detected a machine flow sensor drift exceeding 0.2 slpm. As part of the investigation, the machine flow sensor, initially suspected to be the source of the issue, was replaced; however, the alarm condition persisted. Subsequent replacement of the system printed circuit assembly (pca) resolved the issue, and no further occurrences of the alarm were observed. Based on the investigation, it is believed the device detected a drift due to a malfunction of the system pca, resulting in the alarm sounding. Following repair, the device successfully passed final functional testing, including battery verification, valve verification, run-in testing, and cleaning procedures. The device was confirmed to be operating properly.

Manufacturer narrative:
The reported failure of ventilator service required alarm when the device software detected a machine flow sensor drift exceeding 0.2 slpm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.